Event description:
Revision of hip arthroplasty components. Reason for revision was not reported to manufacturer.

Manufacturer narrative:
Returned devices are currently undergoing engineering evaluation.